Manufacturer narrative:
Additional information was requested but not yet received.

Event description:
It was reported that the patient leadless device exhibited unstable electrical anomalies during initial implant. After successfully implanting the device, the device was noted to have dislodged into the inferior vena cava a day after implant. The patient presented for a device revision procedure. During device retrieval, it was noted that the helix was slightly deformed. The device was explanted, and a new one was implanted. There were no patient consequences.